Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: patient was revised to address a painful leg. A little bit of corrosion was noticed inside the femoral head. Doi: (B)(6) 1998 (stem & sleeve); (B)(6) 2010 (head & liner); dor: (B)(6) 2012; (left hip). Update ad: 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup, infection and loosening of stem. Added bone screws due to alleged loosening of cup. Added lawyer and law firm. Doi: (B)(6) 2010; dor: (B)(6) 2012; (left hip). (B)(4).